Event description:
It was reported that a clinician requested a review of device data for the implantable cardioverter defibrillator (ICD). Technical services observed undersensing on this right atrial (ra) lead, even at the most sensitive setting. Rythmiq episodes were stored showing the brady mode had changed to ddd (dual-chamber antibradycardia pacing) from aai (atrial antibradycardia pacing). Technical services discussed programming optimization due to the undersensing on this ra lead. No adverse patient effects were reported. The device remains implanted and in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).